Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. The biomedical engineer replaced the power supply and functional testing performed by the biomed confirmed that the system was operating properly. The 2008t hemodialysis (hd) machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specifications. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be filed upon completion of these activities.

Event description:
A user facility biomedical technician reported that a 2008t hemodialysis (hd) machine generated a blood pressure feedback error and an arterial blood pressure no communication alarm upon being powered on. The biomed reported that the blood pump, the blood pump cables, and the function board were replaced. Additionally, further analysis of the power supply identified discoloration on the bridge rectifier, the transformer, and the capacitor which the biomed attributed to excessive heat. No patient was connected to the machine at the time of the incident. The power supply is available to be returned to the manufacturer for evaluation.